Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR acceptance criteria. The root cause cannot be determined. (B)(4).

Event description:
A hospital pharmacist reported during a procedure, the knife was noted to have poor cutting performance. Another knife was used to complete the case without pt harm.